Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture and gel leakage. This record is for the left side. The device remains implanted.

Event description:
Patient reported left side rupture (confirmed by physician). Healthcare professional reported capsular contracture, baker grade iii and seroma. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b1, b3, b5, b6, d1, d2, d4, d6(b), g2, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The events of capsular contracture and seroma were not able to be observed.